Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states during a roux-en-y procedure the instrument was partially fired. Visual inspection of the instrument noted no abnormalities. Visual examination of the staple cartridge noted that the loading unit was partially applied and engaged in interlock. There were staples pushers protruding to the 2cm cut line. Microscopic inspection of the knife blade displayed no damage. Functionally, the sulu and a pmv instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. The returned sample as received by medtronic was found to meet specifications and due to partially fired sulu, the reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. Replication of the reported condition of partial firing may occur if the firing stroke is not complete. An incomplete firing stroke can occur when the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y while resecting the small bowel, the stapler stopped in the middle. The bowel portion that was not transected was sutured.